Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and different power sources and cables, and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer tried multiple troubleshooting steps without success, and technical support arranged pump replacement while customer used multiple daily injections as alternate insulin therapy.